Event description:
It was reported to medtronic minimed that the customer experienced sensor glucose vs. Blood glucose. The customer reported blood glucose value of 50 mg/dl. The customer reported hypoglycemia treated with glucose/carb intake, emergency medical services/ambulance/emergency room visit. The event involved product(s) mmt-7040c1. Troubleshooting was performed. Customer is reporting a discrepancy between sensor glucose and blood glucose which is not within range. No further patient complications were reported. Product return for mmt-7040c1 is not expected.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary: customer's mother reported that customer was having a sensor glucose of 110mg/dl versus a blood glucose of 50mg/dl. Customer had cold and blue hands and legs and customer was not able to speak normally. Customer declined further troubleshooting. Pump was used within 48 hours of the low. Smartguard was not used.